Event description:
It was reported that during implant, the helix of the lead spontaneously extended. When retraction of the helix was performed, the helix would not completely retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted helix/lobe distorted/bent. There was blood in/on the helix/lobe mechanism. It was noted that there was damage at implant. It was visually noted that the helix was slightly bent but within specification. Function of the lead appeared normal.